Event description:
It was reported that the poppet valve for an irc5po2 concentrator is stuck. Per independent repair center statement, unit alarming or red light. The key failure was poppet valve for the solenoid was stuck. Additional malfunction; tie wraps for the pe valve were loose.